Event description:
During a pci/stenting procedure, the viva balloon ruptured at 8 atms. (The number of inflations and atms is unknown.) The lesion being treated was a 99% stenotic lesion in the lad, the viva balloon was being used to post-dilate a cypher stent. A 6f launcher ebu 3.5 guide catheter, a rinato .14 guide wire, and a cypher stent were also used in the procedure. No patient injuries or complications were reported.